Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor needle anomaly. The customer's blood glucose reading was unknown. The customer reported that the sensors did not work after hours and when it was pulled out, there was no electrode. The customer stated that 2 sensors had the same issue. The customer will be sent replacement sensors. The customer will return sensor for analysis.